Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available.¿ the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported "camera damaged, the image was jumping, then went dark". Involving an olympus laparoscope, gynecologic. There was no patient injury reported.